Event description:
I am a primary care physician. Over the past 3+ years, I have cared for patients, including those who have covid-19, in my office. I went 3+ years without getting covid-19, or any other symptomatic bacterial/viral illness (I test myself for covid regularly, as I am frequently in contact with my elderly/immunocompromised parents). An important part of my strict infection control protocol has been to wear my halyard fluidshield n95 respirator (model 46727) whenever I am in the office. I had a huge box of these respirators from 2022 that I recently used up, and just started using a newly ordered box, which I had received in jan 2023. On (B)(6) 2023, I took a rapid covid test before visiting my parents, and I was somewhat surprised to see a positive result. My immediate family all tested negative. "Oh well," I thought, "I guess my good luck with obsessively avoiding covid-19 at work finally ran out." Imagine my shock when I saw today that my trusty respirator had been recalled. I am beyond frustrated that this product failure put me (and my family, and my patients) at risk.